Event description:
During transseptal puncture for a pulmonary vein isolation procedure, when exchanging a swartz introducer with an agilis nxt steerable introducer dual-reach, there was a two-minute transient episode of inferior ECG st segment elevation which self-resolved. After the agilis was inserted into the left atrium, st segment elevation was noted along with a small feature on the transesophageal echocardiography which was suggested to be a bubble in the apex of the left ventricle. This self-resolved as well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported st elevation and air leak could not be conclusively determined.